Event description:
During placement, the wire would not advance. Physician pulled back on wire and it broke lodging into the patient's soft tissue.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, the manufacturing lot number that was provided is an incorrect manufacturing lot number.